Event description:
A cypher stent 3.0 x 23mm was delivered to the left anterior descending artery. A 3.0 x 13mm cypher stent was going to be delivered to the first diagonal artery but the cypher could not move past the left main trunk. The physician tried to retrieve the cypher into the guiding catheter but he felt a strong resistance while moving along the guidewire. The physician then removed the cypher from the pt for safety reasons.